Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 3.0 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system, and replacement was sent.